Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (degenerated leaflets). The mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing mr to a grade of 1. On (B)(6) 2022, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.